Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s): 0001825034 - 2018 - 01928. (B)(6). Report source: literature. Postoperative recurrence of instability due to new anterior glenoid rim fractures after arthroscopic bankart repair. Shigeto nakagawa, md, phd, , takehito hirose, md, yuta tachibana, md, phd, ryo iuchi, md, tatsuo mae, md, phd. The american journal of sports medicine. Vol 45, issue 12, pp. 2840 - 2848. First published july 21, 2017. Https://doi.org/10.1177/0363546517714476. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported in the journal article the patient exhibited large cystic lesions four months post-operative on CT. No further information has been made available at this time.